Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. The consumer reported issues with a adc freestyle libre 2 sensor and adc freestyle libre 2 reader, which were both reported with unknown serial numbers. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported that the "freestyle libre 2 reader stopped working and will not read sensors. This impacted the patient's ability to monitor blood glucose properly". The was no further information to indicate that there was an adverse event due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.